Event description:
It was reported that the patient experienced inappropriate shocks due to noise sensing of the rv lead. Low defibrillation impedance and sensing difficulty were also observed. A lead fracture is suspected. The lead was capped and replaced. No patient complications were reported as a result of this incident.